Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the family members of the patient stated that there was a problem with the implantable cardioverter defibrillator (ICD) that caused the patient's death. No further information was provided.